Manufacturer narrative:
Device history review was performed to ensure that each manufacturing and inspection operation was performed. No anomaly was noted, the device passed all tests. The reported complaint of capturing problem and dislodged were not confirmed. Visual inspection showed that the helix length was out of specification, no anomalies were noted on the helix. Telemetry, pacing, impedance and output features were analyzed, and the device exhibited normal electrical characteristics without any anomalies.

Event description:
New information received indicated the patient experienced no symptoms and was stable during and following the event.

Event description:
It was reported the patient presented for a leadless pacemaker (lp) implant on (B)(6) 2023, and after placement the lp had high capture thresholds. The decision was made to leave the lp implanted as there was prospect for improvement. On (B)(6) 2023, it was observed the lp failed to capture. The capture threshold had deteriorated, and the impedance was high as a result of lp dislodgement. The lp was retrieved and replaced with a different product successfully. The patient was reported unstable, and further information was requested but not yet received.